Event description:
It was reported that the patient was coagulopathic. They had multiple blood product transfusions to correct and a circuit change on (B)(6) 2026. A second complaint of this was noted on (B)(6) 2026. The patient had evolving disseminated intravascular coagulation. There was bleeding at canulation site and central line sites. The circuit was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.